Event description:
It was reported that insulin drips were not observed to be exiting the tubing during the load fill process. Reportedly, the customer did not perform the cartridge air removal step. Tandem technical support educated customer regarding cartridge/insulin labeling. The cartridge was changed to address the issue and insulin delivery was resumed. There was no adverse impact to the customer's blood glucose level.